Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that during the elective procedure to replace this device, the use of electrocautery caused the patient to go into ventricular fibrillation (vf). The caller was inquiring if there was a way to obtain the event from the device. A boston scientific technical services consultant informed the caller that once the device reaches elective replacement time (ert), the stored data is disable. No adverse patient effects were reported.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory noted this device underwent several resets post-explant, which is expected behavior for this model device. Due to the resets, the arrhythmia logbook was erased. Altrua devices do not store electrograms. Because there is no arrhythmia logbook or stored electrograms available for review, we are unable to comment on the ventricular fibrillation that was reported to have occurred during electrocautery use. An engineering-level longevity calculation was completed and this device was confirmed to have lasted as long as expected. Next, manual electrical testing confirmed normal pacing and sensing functions. Finally, a tester was used to deliver a fast atrial pacing rate to the device. The device was monitored and the ventricular pacing rate never rose above the maximum limit.